Event description:
A report was received that the patient was experiencing discomfort at the ipg site as the ipg was not sitting flat. It was noted that the ipg was in an uncomfortable location and the charger was not coupling efficiently with the ipg. The patient underwent an ipg revision procedure and was doing well postoperatively.